Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing increased recharge burden. The patient reports the ipg is recharged to full on a daily basis and stimulation has been used at increased levels. In addition, the programmer displays ipg low battery. Follow up information identified the patient underwent surgical intervention to remove and replace his ipg on (B)(6) 2015 which resolved the issue.